Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil of the rv lead exhibited high impedance just above the alert threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.